Event description:
It was reported that the patient presented to the emergency room with syncope. A review of the electrogram (egm) in the intensive care unit revealed pauses. Right ventricular (rv) lead oversensing was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: add01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).